Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h10. 31 previously reported events are included in this follow-up record. Product return status. 26 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 31 malfunction events in which the device had a component detach. 31 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 31 events were reported for this quarter. Product return status 1 device was not available for evaluation. 30 device investigation types have not yet been determined. Additional information 31 devices were labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes 31 malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 30 events had patient involvement; no patient impact.